Manufacturer narrative:
E1: facility name (B)(6). H3/h6: neither samples nor pictures were received for the analysis of this complaint. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the patient noticed a leak because the patient's shirt was wet but was unsure if it's coming from the infusion set tubing or the IV line where the port connector was. Per reporter the patient saw a little blood in the line. Patient already mixed a new cassette and changed to new tubing. This is a continuous infusion. The patient was able to continue their life sustaining infusion. There was no patient harm/adverse event reported.